Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a valve was explanted at implant due to paravalvular leakage. As reported, the patient was removed from cardiopulmonary bypass when an echocardiogram revealed pvl. The surgeon had earlier tried to place sutures in that region and thought the area to be closed. The patient was placed back on bypass and the prosthesis removed. A 23 mm bioprosthetic pericardial valve was subsequently implanted and the patient was transferred to the cardiovascular care unit in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, the free margin of one leaflet at the commissure appeared scratched. As well, the sewing ring near this commissure exhibited a cut. Another commissure's wireform appeared distorted; these damages are likely due to explant or implant. Method: #86 = x-ray. Additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the customer report of paravalvular leak could not be confirmed by visual observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.